Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted simple transvesical prostatectomy surgical procedure, the monopolar curved scissors (mcs) instrument was not responding correctly to the surgeon's console commands. The mcs instrument was taken out and checked. In fact, of the 2 knobs accessible, one (right) is very ¿loose¿ and the other is very ¿hard¿. Instrument changeover. The procedure was completed with no reported injury.